Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e315 error could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac verified, that the maj-1916 adapter box was cabled correctly using the maj-1918 remote cable, to the adapter terminal on the back of the cv-190. Tac verified, that the keyboard cable was terminated, at the keyboard terminal on the rear of the cv-190. A gif-h190 was utilized with the device when the e315 error occurred. The customer started a test case in provation, and released images via scope switch and there were no error present. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported, the evis exera iii video system center displayed an e315 and e316 error during preparation for use. There was no patient harm or user injury reported, due to the event.